Event description:
Report stated "the ultrafreeze frosting up. No patient involvement reported. Follow-up initiated for additional information. 08/10/2022- follow-up response : there was a patient involved on the reported condition. There was no adverse effect as the nurse just removed that device from the room as it was frozen and was shooting the nitrogen gas out without stopping. She then grabbed another device to finish the procedure. No additional medical attention was needed. Cryofreeze procedure. The only extra step was to have the nurse bring him another cryofreeze to complete the procedure. No significant delay as we have a few extra devices on the premises. Wallach ultra freeze 900076 e-complaint-2022-08-0000144.

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Manufacturer narrative:
Investigation. X-review DHR . X-inspect returned samples . Analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 06/30/2022 under wo (B)(4).and shipped on 7/19/2022. Manufacturing record review: DHR 321792 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit/product was returned under RMA (B)(4).on 10/31/2022. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. Note: as the unit functioned free of defects it is likely the unit was not properly handled by the end user. *correction and/or corrective action the unit was evaluated and tested to specifications free of defects. This unit was moved to engineering for use on an unrelated project on this product. Coopersurgical will continue to monitor this complaint condition for rends. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Report stated "the ultrafreeze frosting up. No patient involvement reported. . Follow-up initiated for additional information. 08/10/2022- follow-up response : - there was a patient involved on the reported condition. - there was no adverse effect as the nurse just removed that device from the room as it was frozen and was shooting the nitrogen gas out without stopping. She then grabbed another device to finish the procedure. - no additional medical attention was needed. - cryofreeze procedure. - the only extra step was to have the nurse bring him another cryofreeze to complete the procedure. - no significant delay as we have a few extra devices on the premises. 1216677-2022-00239 wallach ultra freeze (B)(4).